Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 error 35-0-316. Recommended to re-flash poc software. If flashing software does not resolve the problem, logic board will be replaced. Device history review: a review of the device history record for sn(B)(6) was performed from date of manufacture [insert date manufactured] to present date 01/18/2021 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6200186349 for out of specification/ bent pin, which does not correlate to the customer reported issue.

Event description:
It was reported that the device had error 35-0-315. No patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had error 35-0-315. No patient involvement.